Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the unspecified bd vacutainer tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "blue collection tubes do not fill up completely when used in the current month of the expiry date."

Manufacturer narrative:
Investigation: bd had not received samples or photos from the facility for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. The complaint could not be confirmed and root cause is undetermined.

Event description:
It was reported when using the unspecified bd vacutainer tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "blue collection tubes do not fill up completely when used in the current month of the expiry date."